Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer opened but the cubies could not be accessed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer opened but the cubies could not be accessed. A field service engineer found that auxiliary drawer 7, rows b and c, were not on the bus. The fse reseated the row cable at the back of the drawer. After this, the cubies became visible. A diagnostic test was run on the drawer, and it passed. The system functioned as intended after the field service engineer repaired the device.